Event description:
The customer reported that the sensor was giving low readings while her blood glucose was not low. The customer reportedly received a sensor reading of 68 while her blood glucose was 101 mg/dl and another reading of 58 while her blood glucose was 124 mg/dl. The customer further stated that she received a calibration error. Her blood glucose was 150 mg/dl. The customer was advised to calibrate when blood glucose is stable and that the alert could be caused by a rapid increase or decrease in blood glucose values. Nothing further was reported.

Manufacturer narrative:
(B)(4) inspected two opened and used sensors and performed bicarbonate buffer test. One of two sensors failed for high readings and the one remaining sensor passed per specifications with accurate readings.